Event description:
It was reported, the connecting tube of the colonovideoscope has defects. It is unknown when this issue occurred. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction conservatively. However, upon further review, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported the connecting tube of the colonovideoscope has defects, which was reported out of caution due to lack of information. Upon reevaluation of the subject device and additional clarification, it was confirmed that there were no reportable malfunctions associated with the subject device (inspection found the connecting tube was kinked). Per the legal manufacturer, neither of these issues are likely to cause or contribute to death or serious injury if the malfunction were to recur.